Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found due to clogging of nozzle, the air supply volume did not meet the standard value, due to clogging of nozzle, water supply volume did not meet the standard value, due to clogging of nozzle, water removal ability did not meet the standard value, due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, due to wear of the angle wire, the play of the up/down knob was out of the standard value, the up/down knob had corrosion, the scope connector had corrosion, the switch1 rubber had foreign objects, the adhesive on the bending section cover had a white-clouded area, the suction connector had corrosion and was deformed, the connecting tube had a dent, due to damage on the charged coupled device unit, the image had roughness, the water detection sticker 1c; the dots were smudged and connected, the control unit had discoloration, the universal cord had a scratch, and the suction cylinder was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope has a defective air/water supply. It is unknown when this issue was found. The device was returned for evaluation. During inspection/evaluation, foreign material was found in the switch 1 rubber. Upon further evaluation, foreign material came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.